Event description:
Administrator submitted complaint of internal dialyzer leak during pt treatment. Dialyzer was reused. As reported "upon initiation, pt care technician noticed blood in dialysate compartment at arterial end of dialyzer". Ebl was reported as 150 ml as extracorporeal circuit of dialyzer and venous line discarded. There were no adverse effects to the pt involved, and no medical intervention required. Hematocrit was reported as stable. MDR filed on volume of blood loss reported. Complaint sample saved.